Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified and moderately tortuous anatomy resulting in the difficulty advancing the device. The balloon likely interacted with the challenging anatomy, resulting in the ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a less than 50% stenosed lesion in the iliac artery with moderate calcification and moderate tortuosity. The 9x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy and when the balloon was attempted to be inflated at the target lesion the balloon ruptured during the second inflation at 9.5 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used in to continue the procedure. No additional information was provided.